Manufacturer narrative:
Follow-up work scheduled; video selector suspected. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that video signal was lost intermittently on the flexvision monitor on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.